Event description:
It was reported that (1) ez45g was used during a lung wedge resection procedure. It was reported by the rep that the instrument fired twice and the third attempt would not work. The surgeon finished the case with another ez45g and there was no consequence to pt.